Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test was completed and did not pass. Instructed customer to discontinue the pump use.